Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported "any creases." Device was explanted.

Event description:
Healthcare professional reported left side deflation and "any creases." Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; broken shell and others, delamination and creases fold. Leak test and microscopic analysis was performed which identified: sharp broken on anterior, delamination (>75%total separation) and missing (0-25%). A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening, delamination partial of the valve (cohesive failure), and missing shell assessed as inconclusive.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.